Event description:
It was reported that a user of the ilet experienced elevated glucose readings of 400 mg/dl despite no pump alarms or interruption of insulin delivery, and the user replaced the infusion set and returned to range; the user did not confirm readings with a fingerstick and did not note a bent cannula. Customer care provided support that included telephone-based troubleshooting and user education. Investigation of this case revealed no device alarms or confirmed delivery failure and an unclear cause for the hyperglycemia, with infusion set performance remaining a possible but unconfirmed factor. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no hospitalization, and resolution after infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.